Manufacturer narrative:
(B)(4). Analysis of extension # 3708120, serial #(B)(4) found no anomolies.

Event description:
It was reported the physician had difficulty inserting the lead into the extension during a new implant. Several attempts were made to insert the lead. The set screw was backed out completely in an attempt to fit the lead without success. The physician opened another extension and inserted the lead without issue. The patient was feeling effective stimulation.